Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6) the day after the repeat testing, the customer checked the sample that had been stored in the fridge. They found a slimy precipitate in the sample. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results from the cobas c 503 analytical unit. The initial result was 22.1 mg/dl. On 01-sep-2024, the repeat result was 1.29 mg/dl.

Manufacturer narrative:
The investigation found the event and the slimy precipitate in the sample were consistent with cryoglobulinemia. Cryoglobulinemia can significantly influence laboratory measurements and test results due to the unique properties of cryoglobulins. The investigation did not identify a product problem.